Event description:
The pt reportedly was experiencing sound quality issues and change in impedances. Testing showed that the device is functioning with a few open electrodes. Surgery to explant the pt's device has been scheduled.